Event description:
It was reported that during the implant procedure while removing the new lead from the new device the septum came out along with the set screw. The device was not used and replaced with a new device. The patient was in a stable condition post procedure.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found. The reported field problem is most likely related to the user's use of the wrench.